Event description:
The customer reported at 6:24 pm his blood glucose measured 138 mg/dl. At 10:17 pm his bg was reading "high" (over 500 mg/dl) at which he gave a correctional bolus of 11 units of insulin. He checked his bg again at 1:01 am it was still reading "high" so he decided to deactivate the pod. He checked the infusion site at that time and realized the cannula had never inserted properly. He was able to activate a new pod and is doing fine now.

Manufacturer narrative:
The product was not returned for evaluation. User reported the cannula had never inserted properly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed, and the product lot met all acceptance criteria.